Event description:
A female with spinal stenosis and spondylolisthesis at l4-l5 developed myositis ossificans 2 weeks after undergoing a lumber fusion with lateral in situ use of op-1. Two weeks post surgery, the pt began to complain of pain in her left thigh and presented with left l4 distribution paresthesias. A CT scan reveled a mass in the right psoas. A subsequent CT guided biopsy and culture ofund no growth of aerobic, anaerobic or acid fast bacilli or fungus. Hematolyxin and eosin stains did, however, reveal signs of myositis ossificans. This is believed to be the first documented cause of iliopsoas myositis ossificans following a posterior lumbar decompression and fusion. The authors suspect that leakage of the op-1 may have been a contributing factor in this cause. Add'l info has been requested.